Manufacturer narrative:
This follow-up is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record determined the power inlet module was burned and melted. The power inlet module was replaced and resolved the reported issue. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the plug at the bottom is burned and melted and there is a bad smell. The bottom of machine where the plastic piece is, is also burned and melted. No adverse events were reported as a result of this malfunction.